Manufacturer narrative:
(B) (4). The device has not been returned to the manufacturer.

Event description:
It was reported that the valve was set to a performance level of 1.5. When the valve was cracked in the sterile field, the preimplantation pressure was higher than expected for this setting.